Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported their communicator was not working. Patient said when they plugged the communicator in, the bluetooth light and power light would flash back and forth 4-5 times and then go to a steady green flashing like it was charging, but the minute they unplugged it, the battery wouldn't hold a charge and communicator powered down. Patient mentioned they had it plugged in for 16 hours and the battery was still dead. An email was sent to the repair department to replace the communicator. Patient mentioned they worked with their manufacturer rep, earlier today to get their ins into MRI mode without the communicator. While they were working with rep, they were told their ins battery was going out and would need to be replaced a year earlier than anticipated. Patient was made aware of this issue today. Agent understood rep was aware and taking steps to work with the patient's managing hcp, to move forward with replacement in the future.

Manufacturer narrative:
Continuation of d10: product ID: hh9020scs (serial: unknwon); implant date n/a; explant date n/a product ID tm91scs (serial: (B)(6)); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.